Manufacturer narrative:
The incident device anticipated to return f/u will be provided within 30 days or upon completion of investigation.

Event description:
Lap defunctioning colostomy - "the instrument shield fell off and had to be retrieved using an instrument shield. Mr (B)(6) informed me that he had swabbed the seal to clean it and it had become inverted. He only became aware that the instrument shield had become detached when he noticed it in the abdominal cavity." Type of intervention: "remove of shield with retrieval bag."